Manufacturer narrative:
The customer¿s report that the filter extension set leaked was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted both air vent membranes were wetted/compromised. No other obvious issues or damages were observed. Functional testing confirmed fluid leaking from both vents of the micron adult filter. The root cause of the leaking was not determined.

Event description:
It was reported that filter extension set leaked unspecified fluids at an unknown location. The event occurred in the nicu. Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The event occurred in nicu - presumed the event occurred on an infant.

Event description:
It was reported that filter extension set leaked unspecified fluids at an unknown location. The event occurred in the nicu.